Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had five infusion sets that leaked and caused the blood glucose to run high, but had not had any bent cannulas. The blood glucose reading was 480 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.